Event description:
During a turp procedure, the tip of the continuous flow resectoscope inner sheath, detached and fell into the patient. The surgeon used a laser to break the tip into pieces and removed it from the patient. There was no patient harm or prolonged hospitalization.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.